Event description:
The customer's mother reported that her daughter experienced numerous low bgs (47-68mg/dl) over a two day period while wearing a pod. She, therefore, doesn't "think the pod is delivering accurately". The customer experienced paralysis on the right side of her face; as a result, her basal programs will be "tweaked" to counter the low bg readings. Product support recommended that the customer's healthcare provider or an ER be contacted for assistance. The pod will not be returned for evaluation.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the patient always carry extra supplies in case of an emergency.